Manufacturer narrative:
Incidental findings: conductor breakdown. The reported event of a driveline power fault was confirmed via log file analysis and functional testing. The modular cable (lot number: 194644) was returned for analysis and a log was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 8 days ((B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott labs. Intermittent driveline power fault alarms that were correlated with fuse b being open were active on (B)(6) 2021 from 18:20:32 ¿ 20:58:40. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2021 at 20:58:41 for a system controller exchange. There were no other notable alarms active in the log file. The returned modular cable (lot number: 194644) was connected to the returned heartmate 3 system controller (serial number: (B)(6)) and a driveline power fault alarm appeared on the controller and the system monitor. The mod cable was disconnected from the returned controller and connected to a test controller. No alarms appeared on the test controller nor the system monitor. The modular cable was manipulated by hand during testing without issue or alarms while connected to the test controller. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and failed testing. The insulation of the underlying wires was tested, and it was found that the red and orange wire were compromised. The outer jacket was removed from the modular cable and the red and orange wires were found to be severely damaged and shorting to each other additional information was provided on 29nov2021 and stated that both the modular cable and the system controller were exchanged, and the alarms were resolved. The root cause for the reported event was due to damage to the underlying wires within the modular cable; however, the cause of the damage to the cable was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 194644) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Both the modular cable and controller were replaced with no patient consequences, the exchanges resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient reported and denied any trauma or damage to the driveline. The patient was brought to the clinic, and the alarm was unable to be cleared. Log file analysis captured controller internal faults on (B)(6) 2021 at 18:20:30 followed by driveline power faults. If the patient can tolerate it, a modular cable and controller replacement may be required to resolve the issue. Related controller MFR#: 2916596-2021-06430.